Event description:
The rptr did back to back blood glucose tests, within mins, using different finger sticks. Her results were 116, 332 and 128 mg/dl. Rptr stated that she did not have any symptoms. No harm alleged.